Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable on the mega suturecut needle driver instrument broke while the surgeon was suturing the vaginal cuff. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was broken grip close cable at the distal idlers. The cable segment was sticking out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. Additional observations not reported by the customer were damages on the pulley and main tube. There was an indentation at the edge of the distal pulley. The main tube exhibited various scratch marks showing light material removal and rough surface finish. The scratches were short in length and were not axially aligned with the main tube. No other damage was found. Evidence not conclusive but main tube damage may be due to mishandling. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.